Event description:
It was reported that the pump was in use on a patient in the ICU. The trigger mode was change to "a/p" in order to change skin leads. At this point, the timing also needed adjustment, but when this was done, the pump switched to trigger modes. The patient was then transferred to another pump without any complications.